Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the cgm was reading 207 mg/dl, therefore the patient treated herself with 3.5 units of insulin. After treatment, the patient's blood glucose reading was 100 mg/dl. Shortly after, the patient stated that her blood glucose values dropped really fast. The patient then fell, became unconscious and had a seizure. The patient´s partner called the ambulance and she was taken to the hospital, where she stayed overnight and was treated with IV glucose during the night. The patient recovered after treatment and was discharged the next day. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.